Event description:
Additional information was received indicating the lead became dislodged for a second time after the first repositioning attempt. The entire system was explanted due to a change in the patient's indication for the system.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, all four tines were intact. Visual inspection of the lead did not find any anomalies. The reported event of lead dislodgement was not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, the atrial lead was observed to be dislodged. Repositioning was attempted but was unsuccessful. The entire system was explanted to resolve the event and the patient was in stable condition.